Event description:
Ozcinar e, dikmen n, kayan a, kandemir m, saricaoglu mc. Pharmacomechanical thrombectomy and catheter-directed thrombolysis, with or without iliac vein stenting, in the treatment of acute iliofemoral deep vein thrombosis. Journal of cardiovascular development and disease. 2024;11(7). Doi:10.3390/jcdd11070214 literature was reviewed regarding "pharmacomechanical thrombectomy and catheter-directed thrombolysis, with or without iliac vein stenting, in the treatment of acute iliofemoral deep vein thrombosis." The objective is to evaluate and compare the outcomes and clinical efficacy of pharmacomechanical thrombectomy (pmct) plus catheter-directed thrombolysis (cdt) and pmct combined with cdt and venous stenting in managing acute iliofemoral deep vein thrombosis (dvt), while also assessing the long-term safety and efficacy of these interventions. The time frame of this study was between 2018 and 2022. In this retrospective study, a total of 112 consecutive patients were analyzed, with 63 patients (comprising 38 (60.4%) women) undergoing pmct + cdt and 49 patients (among whom 29 (59.2%) were women) undergoing pmct + cdt + venous stent. The following medtronic devices were used: cragg¿mcnamara catheter deaths occurred in the study population. One patient in the pmct + cdt group died due to intracranial bleeding. The overall mortality was noted as 3.1% in the pmct + cdt group and 6.1% in the pmct + cdt + stent group. Total deaths included 2 in the pmct + cdt group and 3 in the pmct + cdt + stent group. Among patient adverse events included: -5 cases of gastrointestinal bleeding -3 cases of intracranial hemorrhage -10 cases had a blood transfusion -6 cases of minor-access puncture-site hematoma, with two of them also experiencing catheter-related infection. -12 cases of hemorrhage -renal function damage was observed in one patient on the second day of the intervention -3 cases of infection -hemoglobinuria was observed in 39 out of 63 patients in the pmct + cdt group and in 26 out of 49 patients in the pmct + cdt + stent group. -4 patients had acute recurrence. -18 patients had post-thrombotic syndrome (pts) at 2 years clinical outcomes ¿ villalta scores: at 6 months, the average villalta score was 2.65 for pmct + cdt and 3.38 for pmct + cdt + stent (p = 0.283). At 12 months, the average villalta score was 2.89 for pmct + cdt and 3.51 for pmct + cdt + stent (p = 0.361). At 18 months, the average villalta score was 3.01 for pmct + cdt and 3.49 for pmct + cdt + stent (p = 0.196). At 24 months, the average villalta score was 3.21 for pmct + cdt and 4.02 for pmct + cdt + stent (p = 0.318).

Manufacturer narrative:
G2: citation: authors: ozcinar e, dikmen n, kayan a, kandemir m, saricaoglu mc. Pharmacomechanical thrombectomy and catheter-directed thrombolysis, with or without iliac vein stenting, in the treatment of acute iliofemoral deep vein thrombosis. Journal of cardiovascular development and disease 7 2024. Doi:10.3390/jcdd11070214 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the adverse events reported in the article were not caused by or related to the medtronic device(s).